Event description:
The customer reported that their mp30 is not recording, measuring or updating accurate spo2 saturations. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that their mp30 is not measuring of displaying accurate, updated spo2 measurements. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.